Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was approximately 160 mg/dl. No significant events leading to the alarm were observed. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.